Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ plastipak syringe luer lock has been found containing foreign matter before use. The following has been provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for investigation. From the photo, unable to determine the non conformance. Sample evaluation: six samples in open packaging was returned for investigation. The samples were not decontaminated. Based on visual inspection, that there is no foreign matter observed on the returned samples. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the visual inspection, the returned samples passed and met visual acceptance criteria. Hence root cause could not be determined on the reported non-conformance.

Event description:
It has been reported that one bd¿ plastipak syringe luer lock has been found containing foreign matter before use. The following has been provided by the initial reporter: particulate matter within the syringe.